Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: based on the review conducted, there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the paramedics were called and the customer was taken to the emergency room (ER) and subsequently, hospitalized due to a low blood glucose level of 42 mg/dl. Reportedly, the customer had a seizure prior to the paramedics arriving. The paramedics injected the customer with a intravenous glucagon. The customer was treated with an intravenous fluid and insulin drip and was released from the hospital the following day with no permanent damage. Tandem technical support performed a system check on the pump and confirmed that the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.